Manufacturer narrative:
(B)(4). D10: mod: ml taper fem st 11, item: 00771301100, lot: 61034277, kinectiv modular neck r, item: 00784802400, lot: 60927078, femoral head 0x36mm dia, item: 00801803602, lot: 6119947, tm acet shell 58mm cluster, item: 00620205822, lot: 61062090. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed right hip pain accompanied by a popping sensation. The patient was diagnosed with right hip bursitis and underwent an it band window procedure approximately 15 years after the initial implantation. During this procedure, significant metallosis was noted, including metal wear fragments, with no signs of infection. The patient underwent irrigation and debridement (I&d), and cultures were obtained, all of which were negative for infection. The patient later underwent a second I&d, again with negative cultures for infection; however, extensive metallosis was observed. Subsequently, the patient underwent a revision approximately 16 years post-implantation due to metallosis, with antibiotic spacers placed one year after the revision. No operative records were provided. It was confirmed that no further information could be provided.